Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during completed total occlusion procedure, a balloon rupture occurred. Vascular access was obtained through both legs. The target lesion was located in the non-tortuous and non-calcified mid right coronary artery. This stingray catheter was selected, however, during the procedure the balloon burst. The balloon had been inflated to 6 atm and then 3 or 4 atm. It was noted that they did not know if the balloon was inflated to too many atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.